Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The guide tooth of the lead was extrinsically damaged. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was difficult to position and it was noted that the helix would not smoothly extend for fixation. The lead was removed and replaced. No patient complications have been reported as a result of this event.